Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on (B)(6) 2018 and suture was used. After placing a few stitches on the tissue, the needle was detached from the suture. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4).. A detached needle, a suture piece and one empty labeled winding former were returned for evaluation. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined and the insertion end was measured and did not meet the requirement. Per the sample condition, the assignable cause of the performance - pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.